Manufacturer narrative:
Concomitant medical products: product ID: dtma1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing occasional diaphragmatic stimulation from the left ventricular (lv) lead. Lead pol arity and output were adjusted and the lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.